Event description:
Patient called alleging that a redo check message and error 2 appears on the meter. Customer service had patient run a check strip test and it failed. Customer service had patient clean the meter and redo the check strip test again and once again it failed. The check strip was in good condition and patient had the check strip more than a year. The test strips were in good condition. Patient was experiencing symptoms at the time of testing, which consisted of feeling dizzy, shaky and having no energy. Patient contacted md for medical advice and was advised to take 10mg/dl of glucotrol. Customer service was unable to resolve the issue and sent patient a replacement meter.